Event description:
Boston scientific received information that, upon interrogation, this implantable cardioverter defibrillator (ICD) displayed a fault code. This fault code indicates that a pacing pulse was attempted too soon after a previously delivered pacing pulse; patients with atrial arrhythmia's are especially susceptible to this occurrence. The ICD is operating per design and this fault code does not represent a device malfunction. Subsequently, additional information indicated that this implantable cardioverter defibrillator (ICD) was producing muscle stimulation and found to be in safety mode. New information received indicates that the patient has retained legal counsel and filed a lawsuit. There were no specific allegations against the functionality of the device within the claim.

Manufacturer narrative:
A technical services consultant explained how to reset the fault code and programming options to reduce/prevent its recurrence. Upon receipt, the clinical observations were confirmed in the laboratory environment by guidant's reliability assurance lab. Review of the device memory confirmed that the device underwent a reset, which resulted in the observed error messages. Following the reset, the device reverted to a safety fallback mode with limited programmability, in which single zone pacing and defibrillation therapy were available. Analysis results are consistent with devices that have been exposed to radiation and/or a high magnetic force, such as magnetic resonance imaging (MRI).